Event description:
It was reported at the end of a crt implant, the introducer broke when the physician was peeling it. The introducer was removed with an external tool. There were no reported patient consequences. A quickflex pacing catheter (B) (4) was used during the procedure.

Manufacturer narrative:
Only the sheath was returned for evaluation. The device was received in two separate pieces. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, visual inspection revealed the material was stretched/torn at the score line rather than the traditional perforated separation. The sheath was checked for score line placement and found to be acceptable. The d-lock clip was not returned with the product for evaluation therefore its condition is unknown. It is unknown what caused the sheath to separate in a manner that is not consistent with normal use.